Manufacturer narrative:
The insulin pump was received with blank display problem isolated to the interface board. It was also received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.